Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify post-reset ram crc alarm and frozen screen due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had frozen display. Customer's blood glucose level was unknown. The customer stated that the display was not completely blank. The customer reports the frozen display was reoccurred. According to customer insulin pump had post-reset ram crc alarm and the keypad anomaly. Troubleshooting was performed for the pump frozen display and the pump error., the insulin pump will be returned for the analysis.